Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps could not be energized. The customer repeated the use; however, the issue persisted. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer reported that the coated part where the steel cables pass was melted. Reportedly there was no instrument collisions.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis found the primary finding of thermal damage between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage was found to the conductor wires or conductor wire insulation. This failure is typically associated with mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.